Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, computed tomography (CT) reports, operative and post-operative notes were provided for clinical assessment by the medical director. Review of the CT reports suggests graft displacement between the proximal and distal graft components, which resulted in the reported endoleak type iii. However, there is no other information available to conclude that the endo-device failed to seal the aneurysm over time resulting in rupture and death. Review of the manufacturing records indicates the lot met all release criteria with no relevant nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based on the review of the event information and manufacturing records, a conclusive cause for the reported endoleak and patient death could not be determined; however, there is no indication that is due to a manufacturing issue. The device instructions for use lists endoleaks, aneurysm rupture, and death, under potential adverse events.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to the manufacturer.

Event description:
The patient cause of death from the death summary report is listed as cardiopulmonary arrest due to ruptured aaa/endoleak, multisystem organ failure.

Event description:
It was reported that approximately 32 months post-implant, the patient died allegedly due to multi-organ failure. Reportedly, the patient presented in the emergency room with ruptured aneurysm. A computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the implant procedure well and was in recovery. Reportedly, the next day the patient expired.